Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the "short axis of the ipg is parallel to the main bore of the magnet" as the ipg was "perpendicular to the body" and they were wondering if this affects MRI eligibility. Hcp stated this was confirmed by a CT scan done on (B)(6) 2025. Hcp confirmed the ipg was right above the iliac crest. Hcp confirmed they were not aware of any device/therapy allegations reported by the patient regarding ipg orientation.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.